Event description:
The customer ordered a speaker replacement for a defective speaker. Sound is not confirmed. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
The customer ordered a speaker replacement for a defective speaker. Sound is not confirmed. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.